Event description:
It was reported "swg inserted through needle and then catheter mounted over swg. Unable to remove the swg, resistance felt on the catheter at the end of the distal route. In order to remove the swg, the entire catheter had to be removed. Once the catheter is removed, swg is forcibly removed. Swg is kinked at the end, despite correct use. Another device is used. Same issue, it is impossible to remove the catheter swg, and the staff had to puncture again. A third device is used with an upside-down swg in order to be able to remove it from the catheter once it is in place." Additional information reports the patient is currently stabilized. Condition deteriorated following the removal of an arterial catheter, with severe hemorrhage and hemorrhagic shock. However, consultation with the physician who inserted the catheter, the catheters were not responsible for the patient's deterioration of health condition". Additional MDR numbers include: 3006425876-2024-00353.

Manufacturer narrative:
(B)(4). Additional information received 24-apr-2024 indicates "patient deceased due to the evolution of his initial pathology." It was also reported that the "procedure took longer time than it was initially scheduled." The customer returned one, opened cvc kit including a guide wire, a 3-lumen catheter, and the product lidstock for analysis. The guide wire advancer was not returned. Signs of use in the form of biological material were observed on and within the returned components. Visual examination revealed the guide wire had one kink towards the distal j-bend and two bends throughout the body. The distal j-bend was slightly misshapen but intact. No obvious defects or anomalies were observed on the catheter. Microscopic examination of the guide wire confirmed the damage. Both welds were present and appeared full and spherical. Microscopic examination of the catheter did not reveal any defects or anomalies. The kink in the guide wire measured 11 mm from the proximal tip. The bends the guide wire body measured approximately 78 mm and 185 mm from the proximal tip. The overall length of the guide wire measured 450 mm which is within the specification limits of 444-456 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.437 mm which is within the specification limits of 0.430-0.460 mm per guide wire product drawing. The catheter length from the juncture hub to the distal tip measured 140 mm which is within the specification limits of 134-146 mm per catheter product drawing. The outer diameter of the catheter body measured 1.433 mm which is within the specification limits of 1.31-1.44 mm per catheter extrusion product drawing. The guide wire and catheter were functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire. Grasping near skin, advance catheter into vein with slight twisting motion." Resistance was encountered when advancing the guide wire through the catheter. A long pin gage was used to clear the blockage, and excess biomaterial was pushed out from within the catheter body. Once the blockage was cleared, the returned guide wire passed through the returned catheter body and distal extension line with little to no resistance. A manual tug test confirmed that both the distal and proximal welds were intact, and the luer hubs were attached to their respective extension lines. A device history record review was performed and no relevant manufacturing issues were identified. The IFU provided with this product describes suggested techniques to minimize the likelihood of guide wire damage during use. The IFU cautions that if resistance is encountered when attempting to remove the spring-wire guide after catheter placement, the spring-wire may be kinked about the tip of the catheter within the vessel which may result in undue force being applied resulting in spring-wire guide breakage. If resistance is encountered, withdraw the catheter relative to the spring-wire guide about 2-3 cm and attempt to remove the spring-wire guide. If resistance is again encountered, remove the spring-wire guide and catheter simultaneously. The report of a kinked guide wire was confirmed through examination of the returned sample. The guide wire had one kink towards the distal j-bend and two bends throughout the body. The returned guide wire and catheter met all relevant dimensional and functional requirements. A device history record review did not identify any manufacturing related issues. Based on the condition of the guide wire and catheter, and the report that the damage was observed during use, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "swg inserted through needle and then catheter mounted over swg. Unable to remove the swg, resistance felt on the catheter at the end of the distal route. In order to remove the swg, the entire catheter had to be removed. Once the catheter is removed, swg is forcibly removed. Swg is kinked at the end, despite correct use. Another device is used. Same issue, it is impossible to remove the catheter swg, and the staff had to puncture again. A third device is used with an upside-down swg in order to be able to remove it from the catheter once it is in place." Additional information reports the patient is currently stabilized. Condition deteriorated following the removal of an arterial catheter, with severe hemorrhage and hemorrhagic shock. However, consultation with the physician who inserted the catheter, the catheters were not responsible for the patient's deterioration of health condition". Additional MDR numbers include: 3006425876-2024-00353.

Manufacturer narrative:
(B)(4).